Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The suture, link, posterior needle tip and both cuffs were not returned, which limited the scope of this investigation. As the suture was not returned, the reported suture break was not confirmed. However, inspection of the returned device indicated that the anterior cuff was detached from its needle tip while retracting the plunger to retrieve the suture as evidenced by damaged anterior needle barb. Cuff-to-needle tip detachment would have resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery after a coronary diagnostic procedure. Reportedly, a suture break occurred. A second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.